Event description:
The svc report shows while performing svc on the unit the cse verified the device audio alarm did not activate. The cse inspected the device and replaced the alarm pressure switch. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.